Manufacturer narrative:
According to the customer, back in january of this year, she bought 5 units of your waterproof bed pads, the washable ones. She paid $11.00 and some spare change for each one. She followed the washing/drying instructions and to surprise, as of now, they are not waterproof. They go all the way through to her bed sheets and bed pad, (mattress cover), which she was washing all the time. Totally unsatisfied with the product and will not be buying a couple more as she had planned on. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, back in january of this year, she bought 5 units of your waterproof bed pads, the washable ones. She paid $11.00 and some spare change for each one. She followed the washing/drying instructions and to surprise, as of now, they are not waterproof. They go all the way through to her bed sheets and bed pad, (mattress cover), which she was washing all the time. Totally unsatisfied with the product and will not be buying a couple more as she had planned on.